Manufacturer narrative:
Corrected data: removed "4247 - appropriate term/code not available" from h6.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach insulation degradations adjacent to the connector boot at 4.5-5.0 cm from the connector pin.